Event description:
Surgeon implanted valve and set pressure to 90. After pressure was changed to 80 it was felt that there was a disconnect with catheters or some other problem so they took the pt back to surgery and found valve was set at 40. Felt it was stuck at 40 due to tissue or debris in valve.